Manufacturer narrative:
For the two reported events, one device was not returned to bd. The other device return is pending. The company is still investigating the issue at this time.

Event description:
This report summarizes two malfunction events. A review of the events indicated that model 0603880c implantable port allegedly found uneven and extended in the middle of flushing. These reports were received from various sources. Of the two events, both involved patients with no patient injury. One patient was (B)(6) years of age, (B)(6) kgs and female. The other patient information was not provided.

Event description:
This report summarizes two malfunction events. A review of the events indicated that model 0603880c implantable port allegedly found a damaged/defective component. These reports were received from various sources. Of the two events, both involved patients with no patient injury. One patient was 61 years of age, 51 kgs and female. The other patient information was not provided.

Manufacturer narrative:
For the two reported events, one device has been returned for evaluation and is pending investigation. The other device was not returned, but photos were provided and reviewed. The investigation is inconclusive for a damaged/defective component. The company is still investigating the issue at this time. A root cause has not been determined. The devices were labeled for single use.

Manufacturer narrative:
Of the 3 malfunctions, lot numbers were provided, and lot history reviews were performed. Of the 3 reported malfunctions, 1 device was returned for evaluation and two electronic photos were provided for review for the other two devices that were not returned. The photo review could not confirm a nonconformance/deficiency. For the returned device, defective component was confirmed. A root cause has not been determined. The device(s) was/were labeled for single use.

Event description:
This report summarizes three malfunction events. A review of the events indicated that model 0603880c implantable port allegedly found a damaged/defective component. These reports were received from various sources. Of the three events, all involved patients with no patient injury. One patient was 61 years of age, 51 kgs and female. The other patients information was not provided.